Event description:
Pinching the inside of lip [lip injury] lower bristle mount detachment - oral-b [device breakage] case narrative: male consumer via phone stated that the oral-b toothbrush head kept pinching the inside of his lip. The oral-b toothbrush head had a lower bristle mount detachment. No serious injury was reported.

Manufacturer narrative:
Complained product will not be not available.